Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the customer has resumed use of handpiece since this event and there were no issues. The patient is fine, and her condition improved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. The burn occurred immediately upon starting stage three of the "sculpt" phase of the procedure. The lens material became a kind of thick gel. The handpiece was removed from the eye and washed to locate a blockage. The tip was not blocked. The surgeon exchanged the handpiece which resolved the issue. The surgeon noted that part of the iris remained outside the eye. A suture was required to close the wound. The patient was given antibiotic drops and steroids for treatment.